Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: programmer: model: 8835, serial# (B)(4). Catheter: model: 8709sc, lot# h818598805, implanted/ explanted: (B)(6) 2012. Catheter: model/serial #: unk, implanted: (B)(6) 2012, explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that healthcare provider (hcp) had implanted a brand new 8709sc catheter and after aspirating for fluid it was noted to be sluggish. Since the flow was sluggish upon aspiration, the hcp performed a dye study and it was normal. Hcp also injected normal saline and checked length of catheter for leaks, none noted. Flow continued to be sluggish upon numerous attempts to aspirate. The catheter was explanted and occlusion was noted as the reason along with "4 of 6 fenestrations were not patent which was the reason concluded for the sluggish flow." A new catheter was implanted. After removing the sluggish catheter, it was attempted to flush with normal saline, fluid was only flowing out 2 of the 6 fenestrated holes at the tip of the catheter. Patient was without injury and recovered without sequela. Drug delivered via the device was morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found a user-related hole in the catheter body. There was a set of holes .2 cm from the proximal end of the segment. The holes were 180 degrees opposite of one another and had a somewhat atypical look to them. There was no material observed in any of the 6 dispensing holes. It was normal operation for all or most of the fluid to come out of the 2 most proximal dispensing holes (the set of 2 holes furthest from the very tip of the catheter). These two holes are the path of least resistance. The subsequent dispensing holes are there in case the 2 most proximal holes should somehow become occluded. The reported "sluggish flow" appears to have been noted when they were trying to aspirate through the catheter access port (cap). This may possibly have been related to a partial misalignment of the sc connector when it was attached to the outlet or of the pump.